Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing over. Clips not closing properly around ducts and vessels. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Additional information: what is meant by "clips crossing over?" Did clips scissor? Looked like the ¿aids ribbon¿ symbol. So basically the arms of the clip slipped and crossed over. Any cutting of tissue? Any bleeding? Any change to procedure or post op patient care? No. Was cholangiogram done on procedure? No. Was clip fully advanced in jaws? Yes. Any torquing or twisting? Clips on device were twisted. Any resistance felt when firing? No. Was device fired over clip or other hard structure? No.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.